Manufacturer narrative:
The reported events of lead dislodgement, failure to capture and low pacing impedance were not confirmed. As received, a complete lead was returned in one for analysis. Electrical testing did not identify any anomalies.

Event description:
It was reported that the patient presented at the emergency room. Interrogation noted that the right ventricular lead exhibited failure to capture and low pacing impedance. Chest x-ray noted that the right ventricular lead was dislodged. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.